Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested and got the following readings within 10 minutes: 355 mg/dl @ 5:30 am; 170 mg/dl @ 5:37 am; no adverse event alleged. A request was made for the return of the meter and strips, replacement sent.